Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated. During processing of this complaint, attempts were made to obtain event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32562. It was reported that the patient experienced ineffective therapy. High impedances were measured at the lead contacts. X-rays revealed a possible fracture. As a result, surgery may occur to address the issue. It is not known which lead had the high impedances or fracture.